Event description:
It was reported the low battery message was observed on two occasions. Longevity calculations revealed passivation. The flag was cleared the first time around. The sjm rep plans to clear the flag for the second time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.